Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt during cardiac surgery, the device failed to discharge via internal handles. Complainant alleged that they obtained a third device and it successfully shocked the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2010-03495 for the first device related to the same pt incident.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.